Event description:
It was reported that dr (B)(6) prepared a hole in the medial malleolus. On inserting the anchor it wedged fast and he could not seat if deeper or take it out. The inserter broke, leaving the anchor proud of the bone. The anchor had to be removed and the hole was expanded with the 5.5mm dilator and a second anchor was successfully deployed. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
It was reported that dr (B)(6) prepared a hole in the medial malleolus. On inserting the anchor it wedged fast and he could not seat if deeper or take it out. The inserter broke, leaving the anchor proud of the bone. The anchor had to be removed and the hole was expanded with the 5.5mm dilator and a second anchor was successfully deployed. A backup device was available to complete the procedure with no delay or patient injuries.